Event description:
It was reported that the customer experienced low blood glucose levels the night prior to calling. The blood glucose reading was 22 mg/dl. The customer stated that his wife, who is an emergency medical technician, had to deliver a glucagon shot. The customer's wife called paramedics as a back up but the paramedics never treated the customer. The caller had reached out because he wanted to request a new power cord for his mesentery device. He stated that the device did not alert him to the low blood glucose levels because it had shut down. He reported that he did not know why his blood glucose level went low but he confirmed that he is fine now. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.